Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and exploratory laparotomy, lysis of adhesions, small bowel resection, recurrent hernia repair surgery and placement of a pain pump on (B)(6) 2013 during which the surgeon noted a loop of small bowel adherent to the previous mesh. Extensive lysis of adhesions was performed. While removing the fascia to free the loop of bowel, the surgeon noted that it was necessary to create small enterotomies. A bowel resection was also performed. It was reported that the patient experienced severe pain, bowel injury, bowel resection, dense adhesions, nausea, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/20/2020.